Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm-sal-2023 during the context of re-schedulling the patient for follow-up it was reported that the patient deceased after implantation during the hospitalization because of general bad conditions.